Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the universal key drill attachment with key, part number 89-8509-410-80, serial number unknown used during surgery with a kirchner wire had the wire shot out and hit the scrub nurse in the eye. The information received is that the nurse was fine and her sight was not in danger. There was no other harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Key drill attach w/key, part number 89-8509-410-80, serial and lot numbers unknown, was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the universal key drill attachment with key, part number 89-8509-410-80, serial number unknown used during surgery with a kirchner wire had the wire shot out and hit the scrub nurse in the eye. The information received is that the nurse was fine and her sight was not in danger. There was no other harm or injury to patient/operator reported.